Manufacturer narrative:
This supplemental report was submitted to the results of the legal manufacturer¿s investigation. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The customer¿s reported ¿screen blackout¿ could not be confirmed or reproduced. However, the device evaluation results indicate the image defect was isolated to a defective outer tube/charged coupled device unit. The reported phenomenon is a known issue and has been previously investigated. Based on previous investigations, the defective charged coupled device unit can potentially be attributed to: ¿unacceptable tension in the area of the ¿charged coupled device (ccd) w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection could not confirm/reproduce the reported blacked out screen, however, at start-up the image produces a green screen/no image. The issue was isolated to a defective charged coupled device unit. The repair inspection also noted the cable unit is cracked. The scope has not been repaired in the past year. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) was informed via repair request that during inspection before use (patient not under sedation), the screen blacked out with the customer endoeye high-definition ii, autoclavable video telescope. The scheduled thoracic surgery was completed with another device. No death injury was reported to olympus.